Event description:
Related manufacturer reference number: 2017865-2023-00379.it was reported that the patient's pacemaker was explanted and right ventricular (rv) lead was capped with no indication. The pacemaker and rv lead were replaced on (B)(6) 2022. The patient was stable throughout the procedure.